Manufacturer narrative:
Natus reached out to the manufacturer of the foam ear tip for the safety data sheet of the foam tip's material. According to the safety data sheet, no need for first aid is anticipated for ingesting the material, c-3002 energy absorbing foam. The customer was informed of this and contacted the patient's mother. The patient's mother confirmed with the customer that the patient seemed fine and would notify the customer if any adverse issues arise or is suspected.

Event description:
The customer reported that a (B)(6) autistic patient swallowed the foam portion of the pediatric ear tip. The plastic tubing was not ingested. The mother of the patient had requested something for the patient to hold during the procedure. The clinician then provided the patient the foam ear tip, and the patient put the ear tip in their mouth. The clinician and mother were able to retrieve the plastic tubing, but the patient swallowed the foam ear tip. The patient's airway was clear, and the patient returned home with his mother. The customer then contacted natus medical, wanting to know about the safety or possible toxicity of ingesting the foam tip. There was no reported harm to the patient, delay in treatment or environmental safety concerns for this event.